Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial right hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The head and liner were exchanged during a wash out procedure due to infection. There were no device breakages or surgical delays during the procedure. No explanted devices are available for analysis as it is against hospital policy to return them. No x-rays or device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. No implant date. The reason for the reported revision due to infection in cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.